Manufacturer narrative:
(B)(4). Concomitant medical products: femoral head sterile product do not resterilize 12/14 taper, pn 00801803201, ln 61660108, fiber metal stem size 16, pn 00784101300 lot 60393939 , trilogy 54mm shell, pn 00620064220 lot 61455922, screw 6.5x40mm pn 00625065400 lot 61667865, screw 6.5x25mm pn 00625065250 lot 61563808, liner 32mm, pn 00631050320 lot 61615750 . Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00037, 0001822565-2020-00250. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown.  The investigation is in process.  Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a right hip revision procedure approximately 7 years post-implantation due to recurrent dislocations following a fall that resulted in a periprosthetic fracture. During the revision hematoma, pseudotumor, bone loss and corrosion were noted. The femoral head and acetabular liner were removed and replace to complete the procedure.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.